Event description:
It was reported that during the use of the product, the cuff became unable to be inflated. The customer suspected there was a tear (or a crack) in the pilot balloon, from where air was leaking. No patient injury.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one (1) picture was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage was found on the components, no failure mode conditions were observed. Functional testing found the cuff and pilot balloon of the sample could be inflated without losing air. The complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).